Event description:
It was reported to medtronic minimed that the customer's insulin pump button arrows were not working. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for keypad anomaly, and the customer stated that no response from any button. Troubleshooting was performed for display issues, and the customer reported that the screen was frozen. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a frozen screen at medtronic logo. Unable to perform the displacement test, self test or verify button keypad anomaly due to frozen screen at medtronic logo. Used test keypad successfully downloaded history files and traces using thus. Stuck button alarmed in the (history file or traces) on (B)(6) 2025 03:55:17.000, (B)(6) 2025 04:05:00.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, battery connector, keypad assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked battery tube threads. Unable to verify button keypad anomaly due to frozen screen at medtronic logo. Pump was received with a frozen at medtronic logo and stuck button alarmed in the history file due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.